Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Two samples were returned for the evaluation. The samples were evaluated by visual inspection under micro zoom. Upon evaluation, missing glue loctite 4011 at bonding point prefilled and epump upper tube was identified and that caused leaking. Therefore, the reported condition is confirmed. A gemba walk was performed and found that the root cause could be due to poor design of the glue needle. As a corrective action, the following action plans has been implemented: ¿ trained the operator to acknowledge the reported issue. ¿ conduct 100% visual inspection by referring visual control and below criteria (see visual control at attachment). ¿ to improve the glue needle in bonding process loctite 4011 point prefilled and epump upper tube. To improve the glue needle by increase the area at the end of glue needle. To easier for the operator rotation the tube.

Event description:
The customer reported that the feeding solution leaked from the connector at the upstream part of the pump. There was no patient injury.